Event description:
It was reported that the patient experienced charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred several months ago from the date the manufacturer was made aware.